Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link microbore catheter extension set had a disconnection issue. It was further specified that the "cap" (one-link component) was not properly connected to the tubing resulting in leakage of unspecified medication. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.